Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number could not be reviewed due to the unknown lot number. Initial reporter information has been updated. Update in d9.

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer. It was reported that the at the time of injection, the extension set started leaking at the connection end during saline flush. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(4). Product quality, safety: (B)(4).